Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the gastrointestinal videoscope was unclear and hazy. The event had occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction "camera image is unclear and hazy" was traced to component failure. Olympus will continue to monitor field performance for this device.